Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through evaluation of pictures provided. Visual examination of the returned product identified the impactor shows signs of use as well as wear and tear. The strike plate has dents and dings from use. The handle of the inserter has knicks, dings and scratches including on the knurled surface as well. The inserter base also has scratches and wear on the prongs of the device. The pad is no longer attached to the handle and was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor head broke upon impaction. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.